Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that they were unable to charge the stimulator and there was a loss of stimulation after a fall approximately three weeks ago. The patient was going to call the implanting physician's office to make an appointment and would inform the rep of the appointment to allow the rep to be present to assess the system. Troubleshooting was performed over the phone and they would complete further troubleshooting in the near future with the doctor. The issue was not resolved that the time of the report. No surgical intervention occurred and it was unknown if any were planned. The rep later reported that the patient was scheduled for an appointment on (B)(6). A rep met with the patient and reported that the battery was fully charged and stimulation was on before the patient fell down a flight of stairs. The stimulator immediately shut off after the fall. The patient was not able to charge the battery or turn back on his stimulator after the fall. The rep tried interrogating the battery 5 or 6 times with a clinician programmer (cp) and it was not recognizing anything. After letting the doctor know about this, they decided the best course of action was to schedule a surgery for the battery to be replaced. The patient's relevant medical history includes radiculopathy and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.